Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had reached elective replacement indicator due to premature battery depletion. The device was unable to be interrogated and therefore replaced. The patient was stable post procedure and will continue to be followed normally.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.